Event description:
The patient stated "I've tried everything. I think I'm having a complication." "I think something has become dislodged." The patient stated she heard an audible noise about a month ago and ever since then she did not go to the bathroom as much.¿ the patient stated her abdomen was distended" and " had nerve root pain in her feet." The patient stated this was something she "could lose your nerve and also lose the function of your legs if you hold out too long.¿a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v838980, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).